Event description:
It was reported that the partial pressure of carbon dioxide (pco2) levers were high during cardiopulmonary bypass surgery and the customer couldn't get any other readings besides the venous/saturation and hematocrit. The system was removed from the operating room and there was no pt injury.

Manufacturer narrative:
The unit passed all required tests, and was returned to contract loaner stock. The failure could not be duplicated. This report is being submitted to the FDA as a result of a retrospective review of product complaints.